Event description:
It was reported that a malfunction alarm occurred. The customer indicated that no backup insulin therapy method was available. Customer¿s blood glucose level ranged from 246-300 mg/dl.